Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful, and it was found 7 contacts showed high impedance. Patient may be pending scs system replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient now has effective therapy.

Event description:
Related manufacturer report number 1627487-2019-08688. Additional information revealed that surgical intervention was undertaken wherein the system was explanted and replaced.